Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(6). This is related to (FDA audit-observation #7 from fei (B)(4)). The event is deemed serious as it required medical / surgical intervention to remove the catheter whose balloon had failed to deflate. If forcibly removed with the balloon fully inflated, this could have resulted in serious harm to the patient. Reported to the FDA on january 23, 2013.

Event description:
This complaint is being created as part of a further correction action, retrospective review for 'private label' product (FDA audit-observation #7). This complaint was received by (B)(6) on 26th aug 2011 from coloplast manufacturing, (B)(4) for product 2 way standard sil foley catheter size 16x10. Customer complaining:" balloon, impossible to deflate". The patient had to be hospitalized for the removal of the catheter via endoscopy. The balloon was punctured. The catheter remained in place 6 weeks. The balloon was inflated with sterile water contained in set of poses. The patient is fine.